Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok syringe with precisionglide ¿ needle had twisted hubs causing the needle to bend when used, this could lead to possible leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd luer-lok syringe with precisionglide ¿ needle had twisted hubs causing the needle to bend when used, this could lead to possible leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo depicting a 3ml syringe with needle. The needle hub is twisted/damaged. The twisted hub/damage observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the twisted hub defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.